Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger retraction problem, difficulty closing the foot and difficulty removing the device were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported plunger retraction problem, difficulty closing the foot and difficulty removing the device were concluded to be related to deployment technique out of sequence based on the returned device condition. The observed damage to the internal component (follower) indicates the foot lever was actuated to close the foot while the plunger/ needles were in the deployed position. The damage observed to the follower will prevent the plunger from retracting and the foot from closing thus further contributing the difficulty removing the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a coronary interventional procedure using a 6f sheath. Reportedly, the plunger could not be retracted. When attempting to remove the device after the plunger retraction issue, the foot would not retract. The proglide device got stuck in the patient but was eventually freed by the physician wiggling it. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.